Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) performed an inspection after the customer reported a ghost failure on tower door 4. The customer stated the door was constantly failing and that nothing appeared in recover storage space when attempting recovery. The latch was tested in the hardware test application and determined to be failing. The latch was replaced, and the station was rebooted during the repair work. The electronics drawer was cleaned, and the tower latches, harnesses, and interface board were checked. All doors were tested in the hardware test application, and all passed successfully. The customer confirmed proper operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower station cvl m4 tower door 4 failed. Customer stated that upon recovery, the system was cleared, however within minutes it failed again and prevented recovery of storage space. The icon showed a failed door but did not appear to allow recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.